Event description:
A malfunction alarm with code malf 12 was reported, and it was indicated that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the pump was under warranty and arranged for a replacement pump to be shipped. Instructions were given to the customer on how to put the existing pump into storage mode and return it using a pre-paid label within 10 days, which the customer acknowledged.